Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes in 2005. A catheter fracture was reported distal to the suture wing. The PICC line was replaced 20 days later.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Lot history records appear normal and within specification. No complaints have been rec'd on this lot number.